Manufacturer narrative:
There are safety mechanisms within the device that prevent the over delivery of insulin. The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device over delivering insulin. Cracks were observed on the housing of the returned device; however, the cracks did not affect the functionality of the device.

Manufacturer narrative:
D4 - lot # changed from blank to pd1k11052131. D4 - serial # changed from blank to (B)(6). D4 - expiration date changed from blank to 5/5/2023. D4 - unique identifier (UDI) # changed from (B)(4) to (B)(4). H4 - device mfg date changed from blank to 11/5/2021.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the emergency room (ER) due to low blood glucose (bg) levels of 2.5 mmol/l (45 mg/dl) and dizziness, while wearing the pod on the arm. The patient tried increasing the bg levels at home using dextrose and oboy but had no effect. At the hospital, the patient was administered 30% of glucose in syringes.